Event description:
It was reported that the patient was having a lead revision done on (B)(6) due to stimulation coverage issues and wanted improved coverage. The patient had the lead removed and replaced per the physician¿s choice. There was no system malfunction. The patient was programmed after surgery and had good coverage. It was noted some issues reported were patient error. Unrelated reprogramming/recharging event captured in pe (B)(4) .

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4) , implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4) , product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4) .